Event description:
It was reported that approximately 38 months post implant of a bifurcated device and a suprarenal aortic extension, the patient had an endoleak. Reportedly, the patient presented to the physicians office with diarrhea, and abdominal pain. A computed tomography angio was performed and an endoleak was found. It seems that the original proximal graft had migrated down. The physician elected to repair with suprarenal aortic extension first, but was placed too low. Therefore, the physician pulled it down to the main body, and placed another suprarenal aortic extension, and sealed the endoleak.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. There was evidence to support: a type ia endoleak; stent migration; and, a type ii endoleak. The device remained in the patient and was not available for evaluation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be determined based upon available information. However, factors that may have contributed to this event include device selection - same diameter size of the cuff and the main body.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.